Event description:
It was reported that, during implant procedure prior to closure, the electrode could not be inserted into this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed, but, ultimately, this s-ICD was taken out and the procedure was completed successfully with a new s-ICD and the same electrode. No adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure prior to closure, the electrode could not be inserted into this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed, but, ultimately,. This s-ICD was taken out and the procedure was completed successfully with a new s-ICD and the same electrode. No adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.